Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp). The patient was admitted to the hospital on (B)(6) 2019. On (B)(6) 2019, information was received from a healthcare provider (hcp). The patient weight at the time of the event was (B)(6). The pump was explanted (B)(6) 2019.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was receiving gablofen (500mcg/ml at 32.5mcg/day) via intrathecal drug delivery pump. The indication for use was noted as intractable spasticity. It was reported that approximately two weeks prior to (B)(6) 2019, the patient developed a seroma (swelling) to the pump pocket and the incisional area was leaking fluid. The wound had dehisced and the plan was now to explant the system. The patient had been aggressively weaned down on the intrathecal baclofen (itb) and was also taking oral baclofen. Wound culture were done and pending. The patient was receiving intravenous (IV) antibiotics as of (B)(6) 2019. The hcp was asked to program the pump to off state on (B)(6) 2019. There were no further complications reported at this time.